Event description:
It was reported that med-el was informed that the pt had been explanted on (B)(6) 2012, due to the surgery site of the implant being infected.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.